Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had touch contamination, which led to peritonitis. The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event. The patient was treated with ancef and fortaz for peritonitis and later discharged from the hospital. Three weeks later the patient experienced low blood pressure and intractable nausea and vomiting. The cause of low blood pressure was high blood pressure medication (name unknown) and the cause of intractable nausea and vomiting was unknown. On the same day, the patient was hospitalized for the events. The patient was treated for low blood pressure by stopping high blood pressure medication and the treatment for intractable nausea and vomiting was anti-nausea medication (name not reported). Six days later patient was discharged from the hospital.